Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. An infusion set change was performed and the occlusion alarms continued. During troubleshooting, a new infusion set was loaded, the cartridge was reloaded and the pump performed as intended. No damage was noted to the infusion sets in use during the occlusion alarms. The customer's blood glucose level was 250mg/dl.